Manufacturer narrative:
Evaluation of the returned ruby coil embolization coil confirmed that the embolization coil was detached from the pusher assembly. Further evaluation of the device revealed that the embolization coil had offset coil winds along its length. If the device is forcefully manipulated against resistance, damage such as this may occurred. The pusher assembly was not returned for evaluation and the functional testing could not be performed; therefore, the root cause of the resistance could not be determined. Evaluation of the returned ruby coil revealed that the pusher assembly was fractured, and a kink was observed near the fractured location. If the device is forcefully advanced against resistance, damage such as this may occur. If the pusher assembly is fractured, the pull wire will retract from the pusher assembly ddt and the embolization coil will detach from the pusher assembly. Further evaluation of the device revealed that the pusher assembly mid-joint was advanced distal to the introducer sheath fraction lock and the detached embolization coil was returned outside of the introducer sheath. Based on the returned condition, the reported ruby coil stuck in its initial position inside the introducer sheath could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00993.

Event description:
The patient was undergoing a coil embolization in the left gastric artery and celiac artery using ruby coils, pod packing coils (pod pcs), a lantern delivery microcatheters (lantern), and 0.018 wire. It was reported the patient had a bleeding pseudo-aneurysm arising from the left gastric artery. During the procedure, the wire would not advance through the lantern smoothly. The lantern was removed, and the physician opened the second lantern. However right after, the physician was able to get the wire to advance smoothly by flushing the first lantern and wetting the wire and used this lantern in the procedure. The physician started with the ruby coil (f103831) which was found too large in diameter and kicked the lantern from the vessel. Subsequently, as the physician pulled the ruby coil, the ruby coil unintentionally detached inside the lantern. It was reported that the physician felt resistance while advancing and retracting the coil. Therefore, the lantern containing the detached ruby coil was removed. Subsequently, the physician decided to coil the origin of the vessel at the celiac artery, which they were able to access with ease and implanted the first ruby coil. Next, the physician followed up with the ruby coil (f84908) but had difficulty pushing the ruby coil past the friction lock as it was stuck at its initial position in the introducer sheath. The ruby coil was removed, and the physician implanted a second ruby coil and the first pod pc. The procedure ended at this point. There was no report of an adverse effect to the patient.